Event description:
According to the literature, a retrospective study evaluated the feasibility, safety, and rate of postoperative complications after robotic central pancreatectomy (rcp) compared to open central pancreatectomy (ocp) in patients with lesions in the neck or proximal body of the pancreas between 1999 and 2021. A total of 29 patient¿s undergoing cp (central pancreatectomy) were enrolled, including 14 rcp and 17 ocp; and in all patients, tristaple endo gia was used to transect and seal the proximal end of the pancreas neck and a competitor device was used for the distal end. Postoperative complications included postoperative pancreatic fistula and abdominal abscess. Hospital stay was extended. Other complications not related to the device included delayed gastric emptying, wound infection, chyle leak and de novo diabetes.

Manufacturer narrative:
Reference: wang, man-ling, et. Al., 2024. Comparison of robotic and open central pancreatectomy, int j med robot. 2024;e2562. Wileyonlinelibrar y.com/journal/rcs. John wiley <(>&<)> sons ltd. Pp 1-7, https://doi.org/10.1002/rcs.2562 received: 19 may 2023 accepted: 20 july 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.